Event description:
Related manufacturer report number: 2916596-2023-00335.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline disconnect events was confirmed via analysis of the log files. The submitted controller event log files contained approximately 1 day of data combined (B)(6) 2022 ¿ (B)(6) 2023 per the timestamp). The log file captured driveline disconnect events on (B)(6) 2023 from 1:39:53 to 1:40:15, 1:41:01 to 1:41:37, and 1:43:13 to 1:43:28. Pump off, low flow, and driveline disconnect alarms were active during the driveline disconnect events. In each instance of the driveline being disconnected, the pump regained the set speed without issue when the driveline was reconnected. No other notable alarms were active in the log file. Aside from when the driveline was disconnected, the pump maintained a speed above the low speed limit throughout the log file. No product was returned for evaluation. Multiple requests for additional information (including if there was any known circumstance that would have caused the driveline disconnections and reconnections) were made; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline disconnected, pump off, low flow hazard, and no external power alarm alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power¿. The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop¿. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section also explains how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review was requested, and it revealed transient low flow, driveline disconnect and left ventricle assist device (lvad) off alarms on (B)(6) 2023 at 1:39-40am, 1:41 am, and 1:43 am while tethered on power module where it appeared the driveline was momentarily disconnected / reconnected (3 occurrences) from the controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.